Manufacturer narrative:
(B)(4). We received one used (approx. Half filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. As-received condition the white clamp was closed at the sample and the patient connector was not closed (the original wing cap was not handed over by the customer. Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. Additionally the pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After waiting for a while the pump did not work (solution was not running). Then the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). Leakages were not detected at the received sample. The received sample is not within our specifications. We have informed our manufacturer accordingly. Sample contaminated with cytotoxic drug. Corrective measures has been initiated and are documented under CAPA (B)(4). Reviewed the device history record and no abnormalities found during in process and final control inspection. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): flow rate too slow.